Event description:
Caller reported a cartridge alarm issue with their insulin pump, but it did not adversely impact their blood glucose level. The issue did not occur during the loading process, and the customer had not previously reported such alarms with this pump. The pump, which was still under warranty, was set to be replaced by technical support with one that included updated software. The customer agreed to use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode before returning it. Technical support provided guidance on the steps needed upon receiving the replacement, and the caller understood and acknowledged all instructions, including returning the problematic pump using a pre-paid label.